Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. Inserting the guide wire (merit j tip) into the farawave with some difficulty. Preparation of catheter according to protocol. Once in the first vein and ballooned, the guide could neither be advanced nor withdrawn. We therefore repositioned the catheter to its nominal position, removed the farawave and changed the guidewire. But when the new guidewire was inserted, it couldn't go any further than the catheter's handle. To solve the issue the catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.